Manufacturer narrative:
A1 patient identifier: (B)(6). B5: describe event or problem: updated . D4: lot number: updated. D4 expiration date - updated. H4 device manufacture date - updated.

Event description:
Respond edge post-market study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications prior to the procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus in accordance with the instructions for use (IFU). Trace aortic regurgitation was noted. Event description: one day post index procedure, the subject developed left bundle branch block. No diagnostic tests or action was taken to treat the event. At the time of reporting, the event was considered not recovered. It was further reported that balloon aortic valvuloplasty(bav) was performed prior to the lotus edge valve deployment, according to the instructions for use(IFU).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications prior to the procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus in accordance with the instructions for use (IFU). Trace aortic regurgitation was noted. Event description: one day post index procedure, the subject developed left bundle branch block. No diagnostic tests or action was taken to treat the event. At the time of reporting, the event was considered not recovered.